Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device has not been returned for evaluation. There has been no information to suggest a device malfunction related to this explant.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic bioprosthesis was explanted after an implant duration of 2 days due to pseudoaneurysm of te atrial wall, and replaced with same model/ size prosthesis. Operative report indicates," this is a (B)(6) year old woman who underwent a complicated aortic valve replacement 2 days ago for critical aortic valve stenosis...she developed a hematoma on the left atrial wall near the dome of the left atrium as well as profound coagulopathy. Tee at that time showed no flow within the left atrial wall hematoma...pod 3 of the initial surgery, the left atrial wall hematoma was now pulsatile with atrial flow. This was at risk for free rupture with the potential for exsanguination or rupture into the left atrium and potential for pulmonary edema. It appeared that the origin of the pseudoaneurysm was from the left ventricular outflow tract on the ventricular side of the aortic prosthesis. I felt the only way to solve this problem was to explant the prosthesis and replace the valve. Once the valve was removed, there were several areas on the ventricular side of the aortic annulus where tissue had separated with potential for development of a tract from the left ventricular outflow tract. [This was repaired and another valve implanted]". No information to suggest a device malfunction related to this event.